Event description:
Patient called to report an adverse event involving the cadence ankle replacement device he had implanted on (B)(6) 2025. Patient stated on (B)(6) 2026 he became aware something was wrong with the ankle device as he had come off heavy pain medication and felt severe ankle pain. Patient believes the pain medication he had been on was masking the pain in his ankle. Patient stated he requested his medical reports and became aware that no cement was used during his procedure when the device was in fact supposed to be cemented. Patient stated the operative reports said the surgeon had performed a bone graft and struggled to fit the device into his ankle and had to use a larger 2x screw size instead of the standard size 2. Patient stated x-rays and CT images revealed the device is shifting and sinking and causing him so much pain he can barely walk. Patient said nowhere in the notes does it mention cement and he even found something in his report that mentioned a cementless device. Patient also said he discovered in his paperwork the device purchase date ((B)(6) 2025) was after the implant date ((B)(6) 2025) and is not sure how that is possible. Patient stated he is frustrated and confused as to what was implanted in him and whether the surgery was performed correctly. Patient said according to the device IFU the ankle that was implanted in him cannot be used without cement in the united states and that if done so it¿s a failure and violation of FDA mandates. Patient said he has identified discrepancies in his medical reports and feels that it¿s hidden from him what was implanted in his ankle. Patient stated he spoke with the manufacturer and was told to reference his case number which is (B)(4).